Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and a review of the alarm log did not identify any evidence of an occlusion condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an occlusion. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.